Event description:
The firestar ((B)(4)) was delivered to the target lesion, but the device became stuck at the initially implanted stent and physician had difficulty delivering the firestar. Then, while the balloon was being inflated, the physician observed a contrast medium leakage under coronary angiography (cag) and the balloon wouldn't inflate. A different balloon (nc mercury 3.0) was inflated instead without problem and the procedure was safely finished. There was no pt injury reported. The physician stated that the balloon might have been already ruptured when the balloon became stuck at the initially implanted stent. The target lesion was aha13. The lesion was an in-stent restenosis of a driver bare metal stent (bms), slightly calcified and moderately tortuous. There was 75% stenosis.

Manufacturer narrative:
The product is not available for analysis. Add'l info will be provided within 30 days of receipt.